Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's internal battery cable was disconnected from the system board causing a "service required" alarm condition. The cable was reconnected to address the issue. An additional "service required" code was found in the ventilator's downloaded error log. The device's detachable battery cable was replaced to address the issue.